Event description:
It was reported the patient noticed that the device on the right side had turned off after exposure to emi upon entering pick and save store. The right side device showed a por condition. The battery was at 3.72 and not near eol. The patient reported her therapy had been fine otherwise. Additional information has been requested, a follow-up report will be sent if additional information becomes available.